Event description:
Information received from proctor case# (B)(6). Treatment of a large fusiform aneurysm measuring 21mm x 4.5mm located in the left ica (internal carotid artery). The procedure was a re-treatment as the aneurysm was treated before, but still filling. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.50mm x 25mm) did not open properly and required balloon angioplasty (an option presented in the instructions for use) with a hyperglide balloon to achieve full wall apposition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device was not returned for analysis as it was implanted; therefore, the event cause could not be determined. (B)(4).